Event description:
On october 9, 2007 received explanted lead from st. Jude medical. No info provided. Located serial number on explanted lead and used to search database and identify pt. On october 19, 2007 sent investigational letter to hosp in pt record. No physician in pt record.